Manufacturer narrative:
A review of the stapler logs show that a sureform 60 stapler instrument (part #480460-12, lot #k14241121-0570) was installed on the system 7 times and fired 7 reloads (2 blue, followed by 5 white). There were no incomplete clamps or unclamps by this instrument. On installs 1 and 6, the firings were completed with no pauses for compression. On all other installs, the firings were completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no relevant errors in the logs.

Event description:
It was reported that after completion of a da vinci-assisted single anastomosis duodenal switch (sadi-s) procedure, the patient had a post-operative staple line bleed resulting in a hematoma. A CT-scan confirmed the post-operative complication. No operative interventions were reported. The patient was medically managed and received 2 units of blood. The surgeon stated that no issues were noted in the initial procedure. The sureform 60 stapler instrument and sureform 60 reloads are not available for return. No system errors during the procedure. No photos or videos for review. No long term complications were reported.